Event description:
We received a report that an intraocular lens was explanted from the patient's right eye. The reason for the explant was not provided and the surgeon's office has not returned our phone calls.

Manufacturer narrative:
Intraocular lens was explanted due to patient anisometropia. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data information that was known but inadvertently not provided: intraocular lens (iol) was explanted due to the patient experiencing anisometropia. The new lens that was implanted (at the time of the explant) was a 23.5 diopter tecnis multifocal zmb00. The patient's right eye was affected. Device evaluation: the intraocular lens was returned to the manufacturer. The lens had been cut in half to facilitate removal from the patient's eye. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. The condition of the returned lens precluded further evaluation. Manufacturing records were reviewed. The lens diopter result obtained from the stored data in miq system performed when this specific lens serial reported was measured for diopter verification, shows that serial number (B)(4) corresponded to a 21.5 diopter. All process operations from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the complaint type was reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data, implanted date: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted. Placeholder.